Event description:
On 02/24/2015, cormatrix received details of an event involving the use of a cormatrix ecm device. A journal article titled "tissue reaction to the porcine intestinal submucosa (cormatrix) implants in pediatric cardiac patients: a single-center experience" published in 2015 in the society of thoracic surgeons was discovered during a periodic literature review. All surgical procedures described within the article were performed "between 2008 and 2012." This report is being submitted to document case info for pt 2. Details of the event are provided below: it was reported that female pt with shone complex (supravalvular mitral membrane, parachute mitral valve, subaortic stenosis, and coarctation of the aorta) had repair of the aortic coarctation at 2 weeks. The pt underwent mitral valve repair at age 7 months, and then again at age (B)(6), with implantation of a cormatrix patch to augment the posterior leaflet of the mitral valve. The pt's subsequent course was marked by pulmonary hypertension, which was treated with the use of a biventricular assist device. The pt underwent cardiac transplantation which was complicated with cerebral infarcts. The pt later expired 2 days following heart transplantation and 4 months after cormatrix implantation. Gross examination of the explanted heart showed severe mitral stenosis. Microscopic examination of the mitral valve cormatrix specimen revealed focal acellular glassy eosinophilic material, which was surrounded and disrupted by marked histiocytic, plasmacytic, and eosinophilic infiltrates and granulation tissue.

Manufacturer narrative:
No sample was returned for eval. Cormatrix has requested add'l info from the paper's authors regarding this event. The article indicates that the pt suffered from pulmonary hypertension, eventually, underwent cardiac transplantation which was complicated with cerebral infarcts, and then, expired. Based on case info and pt medical history, cormatrix does not believe that the device directly or indirectly caused the pt death. Although the exact product info was not available, the repair was likely performed using the cormatrix ecm for cardiac tissue repair, which is indicated for use as an intracardiac patch or pledget for tissue repair [i.e., atrial septal defect (asd), ventricular septal defect (vsd), etc.] And suture-line buttressing. Exact details regarding the implant and explant procedure are currently unavailable. The article generalized the implantation process as follows: the patch was soaked in saline for 10 minutes. All anastomoses were performed using fine nonabsorbable sutures. Augmentation of a valve leaflet was done by adding an appropriately shaped patch to an incised leading edge of the leaflet down to the annulus. The patch was supported by a ptfe chord. This info suggests that the ecm patch had a free edge and was not fully sutured on all edges to viable native tissue as instructed in the product IFU.